Manufacturer narrative:
24-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Injured gums [gingival injury] metal tip broke off, which caused the brush head to fall off - oral-b toothbrush [device breakage]. Case narrative: consumer via flow stated that the metal tip broke off, which caused the brush head to fall off. The gums were injured badly with the metal tip that broke off. No serious injury was reported. Follow-up: the product was received by the manufacturer on 27-aug-2025. No manufacturing cause and no design issue identified based on investigation.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Injured gums [gingival injury]. Metal tip broke off, which caused the brush head to fall off - oral-b toothbrush [device breakage]. Case narrative: consumer via flow stated that the metal tip broke off, which caused the brush head to fall off. The gums were injured badly with the metal tip that broke off. No serious injury was reported.

Manufacturer narrative:
24-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Injured gums [gingival injury] metal tip broke off, which caused the brush head to fall off - oral-b toothbrush [device breakage] case narrative: consumer via flow stated that the metal tip broke off, which caused the brush head to fall off. The gums were injured badly with the metal tip that broke off. No serious injury was reported. Follow-up: the product was received by the manufacturer on 27-aug-2025. No manufacturing cause and no design issue identified based on investigation. No serious injury was reported. Follow-up: the batch/lot code was updated. No serious injury was reported.